Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Part manufacture date: april 01, 2008 for lot # 5752207 (expiration date:03/23/28 manufacturing date:03/28/08) and may 15, 2008 for lot # 5780478 (expiration date:04/30/28 manufacturing date:05/05/08) synthes monument reviewed the dhrs for synthes lot numbers 5752207 & 5780478, were manufactured by supplier teleflex medical. The DHR was reviewed and conformed to all required specifications. The product investigation visual inspection revealed the instrument well used, with scratches and dents on the impaction cap of the handle. There was 8mm of the awl tip missing from the instrument and had broken off. The awl design is appropriate for withstanding the axial forces applied to the instrument during its intended use. Excessive non-axial loads applied to the tip may result in breakage if the device is not used appropriately. The potential harm of not being able to create a pilot hole is captured on the risk assessment, though in this particular case the severity would be classified as much lower as it was not noted to have occurred during a case and have an impact on the patient or duration of their procedure. The failure of the awl is most likely related to non-axial loads being applied to the tip, though the cause is not clear from the limited information provided. The complaint is deemed indeterminate.

Event description:
It was reported that the handle of the drill/tap and screw guide was noted to be cracked, the tip of the awl was found broken and the shaft of the stardrive screwdriver t-25 spins in the handle.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: the manufacturing evaluation and visual inspection of the returned product revealed that the part exhibits rough scratches and marks near the tip. The shaft has indications of minor scratches. The awl was manufactured by teleflex medical and the evaluation indicates the reported failure is not associated with the manufacturing processes at teleflex medical in kenosha. The incoming inspection at synthes for lot numbers 5752207 and 5780478 indicated the lots conformed to all specifications. Therefore, based on the evaluation and the unknown root cause, this complaint is deemed indeterminate from a manufacturing standpoint. Conclusion ¿ as the review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint, the complaint is considered indeterminate from a manufacturing perspective. The tip of the awl broke due to an unknown cause and the complaint is considered to be indeterminate.